Event description:
Removal difficulty. (B) (4).

Manufacturer narrative:
The infusion tube was inserted and functioned well for its intended use of intraosseous infusion. The patient was a soldier presenting post mortar or ied blast. When infusion tube was to be removed, the physician did not follow his training on how to remove the infusion tube. This caused it to be separated from the portal tip. The portal tip was removed surgically. The patient is in recovery. Follow up with the physician was conducted and it was concluded that the physician, despite recent training, improperly attempted to pull the infusion tube from insertion site. This was the physician's first combat use of the fast1. No evaluation of the device possible, as it was discarded by medical staff in (B) (6). Note: as device was discarded the lot # and expiration dates were not provided to pyng medical.